Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy tests. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump had been delivering insulin without user input for the last 4 days. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. The caller stated the pump keypad is locked at all times and no one can get into the pump to make changes. Troubleshooting was not completed, however, the carelink report showed some of the boluses the caller stated they did not enter, but the report showed manual entries for blood glucose readings and carb readings with those boluses. The customer had been in the 200 mg/dl range for the last few weeks. The insulin pump will be returned for analysis.